Event description:
It was reported that when the package was opened, the t1 was released from the needle. It is unknown if there was a back up device available for use.

Manufacturer narrative:
The device is in like new condition. T1, t2 and suture are still attached in location to the delivery needle. There is a longer than normal loop of suture at the implant area. The depth limiter has been twisted. It appears that the suture was disturbed with that movement. Functional test indicates that the actuator functions and repeated the deployment function as intended. The system cycled and deployed t1, followed by t2 normally. No functional problem was found with the device returned. No root cause can be confirmed with regards to the manufacturing of the device. No further investigation is warranted.